Event description:
It was reported from (B)(6) at the start an unspecified surgical procedure, it was discovered that the rotation of the air pen drive device was always full. It was reported that the motor was triggered when it was plugged in and it was not possible to stop it in manual mode. It was further reported that the stud was not located in front of the perforation button. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that at the start an unspecified surgical procedure, it was discovered that the rotation of the air pen drive device was always full was not confirmed. Therefore, an assignable root cause was for the reported conditions of missing components and unintended activation/motion was not determined. However, during evaluation, it was determined that the device would not run due to motor damage. It was further determined that the device failed pretest for check function in ¿hand¿ mode with hand switch, check power with power test bench and check speed with tachometer. The assignable root cause was determined to be traced to maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.